Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was experiencing "pulsations" in the abdomen and dizziness. The right ventricular lead demonstrated oversensing, noise, and failure to sense. The lead was removed and a new lead was implanted. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.